Event description:
It was reported that the catheter was stuck in the stent. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx) artery to distal left circumflex artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), a non bsc stent was then placed in the lesion. Post ivus was performed. However, the ivus catheter got stuck in the placed stent. No stent malposition was noted with the placed stent. A protruded area of the lesion was confirmed. There was a calcification in the lesion that still protruded after the stent was deployed so the guidewire exit port of this device got caught in this protruded part. After the device got stuck in the stent, the imaging core was removed from the sheath by disassembling the hub section, and a non bsc guidewire was inserted into the sheath. The imaging catheter was successfully released from being stuck and it was able to be pulled out from the body. The actual catheter was retrieved. The procedure was completed with another of the same device. No patient complications were reported and the current patients condition is good.

Manufacturer narrative:
Device evaluated by MFR: the unit returned has sheath damaged. Analysis of returned product revealed that the device was received cut. A kink was observed in the imaging window assembly in the distal end. The exit port was damaged. No other issues or defects were observed during product analysis of the returned device. Age at time of event - 18 years or older.

Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that the catheter was stuck in the stent. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx) artery to distal left circumflex artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), a non bsc stent was then placed in the lesion. Post ivus was performed. However, the ivus catheter got stuck in the placed stent. No stent malapposition was noted with the placed stent. A protruded area of the lesion was confirmed. There was a calcification in the lesion that still protruded after the stent was deployed so the guidewire exit port of this device got caught in this protruded part. After the device got stuck in the stent, the imaging core was removed from the sheath by disassembling the hub section, and a non bsc guidewire was inserted into the sheath. The imaging catheter was successfully released from being stuck and it was able to be pulled out from the body. The actual catheter was retrieved. The procedure was completed with another of the same device. No patient complications were reported and the current patients condition is good.